Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Tse confirmed that the user manually flipped the endoscope and cancelled guided tool change to resolve the issue. This normalized and corrected the endoscope image orientation. No further issue was observed. The user continued with the procedure using the same endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted ventral hernia procedure, the endoscope image was inverted. The customer received phone assistance from the technical support engineer (tse). Tse confirmed that the user manually flipped the endoscope and cancelled guided tool change to resolve the issue. This normalized and corrected the endoscope image orientation. No further issue was observed. The user continued with the procedure using the same endoscope. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site;however, no additional information regarding the reported event was obtained.